Manufacturer narrative:
Continuation of concomitant products: product ID neu_stimloc_acc, lot# serial#s: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the resident overtightened the stimlock which caused it to strip when trying to remove it. Perhaps a use issue and a product issue. The patient's lead was implanted without a c-clamp. The information had been verified with the physician/account. No further complications were reported or anticipated with this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_stimloc_acc, product type: accessory. Product ID: neu_stimloc_acc. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 (B)(4) (hcp, rep): information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that upon trying to fasten the stimlock cap, it was noted the c-clamp was not entirely fastened. The stimlock would not fasten and was overtightened which was inhibiting the c-clamp from becoming fastened in place. The surgeon attempted to loosen the screws holding the stimlock ring in place, but the screw would not loosen. The screw head became stripped, and so the ring could not be loosened for the c-clamp to fit in place. The surgeon opened a new c-clamp with no success. The surgeon decided to fasten the lead in place with the stimlock cap only. Post-op imaging showed that the lead had not moved and was placed at target. No patient symptoms or further complications were reported as a result of this event.